Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose level was 407 mg/dl at the time of call. Customer also reported that they were hospitalized due to unknown reason and then got released from the hospital before getting high blood glucose. Customer delivered bolus for the correction of high blood glucose level. The insulin pump will not be returned for analysis.